Event description:
The customer received questionable results for troponin I (tni) on one patient sample. All results are in ng/ml. The initial result was 1.37. This result was released to the emergency room. The sample was repeated on the same analyzer and generated a result of 0.300, accompanied by a data flag. The customer called the emergency room right away to say they were re-running the sample. The sample was repeated on this analyzer and generated a result of 0.300, accompanied by a data flag. The sample was then repeated on another cobas 6000 e601 analyzer serial number (B)(4). The result was 0.300, accompanied by a data flag. The customer deemed the repeat result to be the correct result. There was no adverse event. The lot of tni reagent in use was 17025901, with an expiration date of 01/31/2014. The field service representative found that the sample liquid level detection voltage was out of specification. He adjusted the sample probe voltage. He also performed diagnostic checks, which passed.

Manufacturer narrative:
The investigation could not determine a specific root cause. The customer had indicated that there was a possible sample integrity issue, which could be a possible root cause. The findings of the field service representative were not a likely cause of the issue.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Results -device subassembly- liquid level detector voltage.